Manufacturer narrative:
A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation will be completed. Clinical was unable to confirm if the type 3a endoleak or the secondary procedure that was performed on (B)(6) 2017 due to lack of medical records. The medical records were requested on december 2017 and were denied. It was noted through a representative that the physician elected to do a secondary procedure on (B)(6) 2017 using the nellix device to repair the endoleak. The patient status is unknown, and there have been no further reports of negative patient sequelae. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A routine follow up computed tomography (CT) showed the patient had a type 3a endoleak between the main body and proximal extension. The physician elected to implant the nellix endovascular sealing system to treat the patient. The current patient status is unknown and not initially reported to endologix. There have been no additional adverse events reported for this patient.